Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting of the lung for a biopsy during a video-assisted thoracoscopic surgery, the surgeon was able to squeeze the handle but stapler was unable to fire. The surgeon used another stapler to complete the case. There is no patient injury.